Manufacturer narrative:
The customer¿s report of an infusion of ceftriaxone and tazobactam in 100ml was intended to run over 1 hour and instead completed in a few minutes was not confirmed. The logs show an infusion of ceftolozane / tazobact running for approximately fifty-two (52) minutes, (this includes 4 minutes of stopping and pausing during this infusion). The total volume infused up to then was 86.78ml. It is unclear why a new infusion with a new vtbi of 50ml was started. This ran for just under 5 minutes before the user selected the ¿channel off¿ button and stopped the infusion. During the one hour infusion the user continuously reviewed the infusion and then confirmed the guardrail fluid rate exceed limit seven (7) times. This shows that the user was involved with the infusion for the hour it was programmed for, not the few minutes of an over infusion as reported. Functional testing on the device found the system to be delivering within specification. The administration IV sets were not returned for investigation. The root cause of the pump module running an over infusion of ceftriaxone and tazobactam in 100ml could not be determined.

Event description:
The customer reported a secondary infusion of ceftriaxone and tazobactam in 100ml programmed to infuse at 100 ml/hr; however, the 100 ml infused shortly after starting the infusion. The pump module indicated a remaining vtbi of 70 ml. The administration sets were evaluated for leaks but none were found. The sets were discarded and not availble for evaluation. There was no patient harm.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported an infusion of ceftriaxone and tazobactam in 100ml was intended to run over 1 hour and instead completed in a few minutes. There was no patient harm.